Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Olympus determined that the failure of the loose latch on the video connector socket was due to wear caused by repeated use over a long period of time. A loose connection would cause intermittent loss of the video image. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The evaluation found the image was unstable / flickering due to a loose latch on the video connector socket. Additionally, the pc card ejector button was broken/damaged. And the external housing top cover and front panel has cosmetic wear/ faded. The device was repaired to standard specifications and returned asset stock. A review of the repair history shows no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of a returned asset, the evis exera ii video processor was found to have an unstable / flickering image due to a loose latch on the video connector socket. There was no report of any problems associated with the device and there was no patient injury or harm reported to olympus.